Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown ; catalog number, lot number and expiration date - unknown ; 510k number - unknown; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported the patient underwent right total hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2014 due to an unknown reason. The modular head and liner were removed and replaced.